Manufacturer narrative:
Corrected data: visual examination of the returned device revealed the inner cap was dislodged from it's intended location. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. A definitive root cause for the polyaxial¿s tulip head inner cap becoming rotated out of position cannot be positively determined. However, visual observation suggests that unanticipated high amount of forces was placed on the tulip head resulting in the inner cap becoming rotated out of position. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is available for evaluation. Investigation will be conducted. Follow up will be filed with investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
While trying to reduce a 5.5mm into rod into screw head using the flex clip reducer to saddle at the base of the screw became dislodged making rod capture impossible. Surgeon had to remove and replace the screw.